Event description:
It was reported the pt is experiencing pain at the ipg site regardless of stimulation off or on. The pt was advised to contact his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.